Manufacturer narrative:
The investigation into the delivery issues-anatomy has been completed. The impella products were not returned for evaluation. Based on the clinical review, the root cause of the delivery issue - anatomy was most likely due to patient condition of diseased/small vessels.

Event description:
The user facility reported a 76-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. The wire and pigtail were placed without issue however, due to what appeared to be calcification in the descending/abdominal aorta the impella was unable to be placed. Impella was removed and switched to longer sheath, but was still unsuccessful. Angiogram after showed tight calcification. No known patient harm or injury.